Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the fenestrated bipolar forceps instrument was found to have a broken silver wire. This issue was immediately identified and the instrument was replaced before use. The fbf instrument had been inspected prior to the procedure, and no damage or abnormalities were detected at that time. The broken silver wire was noticed after the instrument had been inserted into the patient, though no surgical manipulation had been performed as the procedure had just began. There were no fragment fall into the patient and no injury occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause could not be determined based on the provided information.